Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions ¿ rash"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial),). Essure was removed in 2016. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain and pain in extremity outcome was unknown and the hypersensitivity, rash and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), rashes or skin conditions ¿ rash, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss, hair loss, abdominal pain, back pain, legs pain. Reporter information, aka name, medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, cystoscopy, uterine bleeding, pelvic pain female, vulvovaginal swelling, vaginal itching, urticaria generalised, heavy periods and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions ¿ rash"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain and pain in extremity outcome was unknown and the hypersensitivity, rash and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. Current weight 145 lbs. Discrepancy noted for date of removal: (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: bilateral fallopian tube occlusion devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and patient demographics was added.case became medically confirmed based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions ¿ rash"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("legs pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial),). Essure was removed in 2016. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain and pain in extremity outcome was unknown and the hypersensitivity, rash and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.